Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify but not to duplicate the reported issue. Flex cable which leads from user interface pcb to system pcb assembly was replaced as a precaution. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device was not completing boot-up cycle during initial power on and it displayed blank display during intervention on a patient. In this state the device may not be able to provide defibrillation therapy if it were needed. This issue is patient related; however there was no adverse patient outcome reported.